Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash under the lifevest. The patient described the skin as "really red and the elastic part of the garment is cutting into his skin". The patient's doctor prescribed a cream for the patient's irritation. Multiple follow-up attempts were unsuccessful and the outcome of the irritation is unknown.